Event description:
Customer reportedly obtained results of 204 mg/dl and 526 mg/dl on the same device within 9 minutes. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.